Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Per clinical review of the continuous ECG recording, the device was started up at 20:05:58 on (B)(6) 2022. Per continuous ECG recording, the patient was in sinus tachycardia at 120 bpm. The rhythm then degrades to vt from 130-110 bpm with CPR/motion artifact. The rhythm then slows to an idioventricular rhythm at 50 bpm from approximately 02:55:02 to 03:14:16 on (B)(6) 2022. CPR/motion artifact prevented the lifevest from treating the patient. From 03:21:49 to 03:39:48 on (B)(6) 2022, asystole was detected five times. ECG shows idioventricular rhythm at 60 bpm. The rhythm then transitions to asystole with intermittent cardiac activity. The rhythm then degrades to asystole. At 03:39:56 on (B)(6) 2022, the device was shutdown. Per continuous ECG recording the patient was last seen in asystole when the device was shutdown.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.